Manufacturer narrative:
Batch review performed on 12 may 2021: lot 1909661: (B)(4) items manufactured and released on 06-dec-2019. Expiration date: 2024-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
8 months after the primary the patient came in reporting flexion laxity and the cause is unknown. The surgeon resurfaced the patient's natural patella and revised the insert height (from 14mm to 17mm). The surgery was completed successfully.